Event description:
Received mw ((B)(4)) without a source of where the information is from. Within the mw it notes, "anaplastic large cell lymphoma diagnosed from left breast. This pt had style 468 textured saline breast implant from mcghan." Explant date is noted as (B)(6) 2012. There is no other information to complete an investigation on this event. However, if information becomes available, the file will be reviewed and submitted.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.